Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
The patient presented with loss of capture on the right ventricular (rv) lead. Diagnostic imaging revealed the presence of externalized conductors on the rv lead. The patient was given a temporary pacemaker before the rv lead replacement surgery. The rv lead was capped and replaced in order to resolve the event and the patient's condition was stable following the procedure.